Event description:
Customer reported the device has a lock lever and heat defect. (B)(4).

Manufacturer narrative:
During pre-repair assessment performed by technician, investigation revealed the device was faulty with damaged locking components, coupling mechanism, inner housing and handle missing. The device was repaired and returned to customer on 10/31/2012.